Event description:
Pt underwent r shoulder surgery with placement of pain pump in 2004. Add'l surgeries on the r shoulder were performed in 2005, and in each a pain pump was placed. Pt is now alleging glenohumeral chondrolysis.